Manufacturer narrative:
The reported events were lead dislodgement, under sensing, high pacing lead impedance, high defibrillation impedance and helix mechanism issue. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. The reported event of helix mechanism issue was confirmed while the reported events of under sensing, high pacing lead impedance and high defibrillation impedance were not confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During an in clinic follow-up, undersensing, high pacing impedance, and high defibrillation impedance were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed the rv lead had become dislodged. Repositioning was attempted, however, the helix of the rv lead could not extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.